Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. On the same day, the patient was hospitalized for the peritonitis. The patient was treated with cephalothin (100mg, daily, and ip) and amikacin (1gm, daily, and ip), on the same day, for the peritonitis. At the time of this report, the patient was recovering from the peritonitis.